Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door does not close fully. The door winch, door covers, and upper dingus was replaced. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: bi71000017; bi71000166; bi71000720; bi70000161, lot #:rev. 4 : s/n: (B)(4); bi71000537; if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was rpeorted that the site's system had difficulty taking 2d shots. They were able to take the 2d shots after a few attempts but it would not take 3d. The site rebooted the system and still was unable to take 3d or open the gantry using the pendant. The site attempted an emergency open of the gantry which did not work (the gantry belt would not engage the door). The imaging system had to be removed from the field using lift and shift and disassembling the jackson table. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi70000161, lot/serial (B)(6), h3) the door winch was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. They performed motor isolation test and that passed. No internal opens or shorts were in the motor assembly. Visual inspection shows the center gear was bent / out of alignment and the teeth on the drive motor gear assembly are physically damaged, causing the winch kit to not function correctly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.